Event description:
This is a pt with a history of breast cancer who had a port placed in 1999. Recently, the port became non-functional. The surgeon suspected a subclavian vein thrombosis because of the skin color changes around the port. The first duplex scan was negative but the problem persisted. Pt was taken to surgery in 2000 and the port was removed. An intraoperative venogram did show a possible occlusion in the superior vena cava, so the surgeon did not replace the port. Later that day the pt was discharged in stable condition.